Event description:
Reporter indicated that his vns therapy handheld programming computer was not properly holding a charge. Device was subsequently returned to MFR for product analysis. Product analysis noted that the handheld computer would remain on for only 6.10 hours following a full charge.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.